Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 8.2mmol/l. Customer reported the device was not dropped. No MRI. Customer was trying to give a bolus when the buttons stop responding. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.